Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the harmonic ace instrument broke and a fragment fell inside the patient. The piece was successfully retrieved during the same procedure. There was no reported collision between the harmonic ace instrument and other instruments or hard material. The procedure was completed robotically. Additional information has been requested; however, no response has been received.